Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 477 mg/dl. Customer stated that reservoir lip was broken. Customer declined to troubleshooting for high blood glucose. The customer was advised to discontinue the use of insulin pump and revert to backup plan. The insulin pump will be return for analysis.

Manufacturer narrative:
Insulin pump received with complete broken reservoir tube lip, missing reservoir tube o-ring, cracked case display window corner, cracked reservoir tube window and cracked case reservoir tube window corner. The p-cap not locks into the reservoir compartment properly due to completely broken reservoir tube lip noted. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report.